Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the ventilator was displaying alarms for low inspiratory pressure and patient circuit disconnect. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001: section d4, model #, of the initial medwatch report stated: prt-01444-000. Section d4, model #, of the initial medwatch report should have stated: v home, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4). New information for supplemental medwatch report 001 : h6: the device was received by ventec where its electronic records (system logs) were downloaded for analysis. Ventec confirmed that the device had previously logged alarms for both the low inspiratory pressure and patient circuit disconnect. The device was then evaluated by ventec, where the reported issues could not be duplicated. Ventec confirmed proper device operation through functional and performance testing. The cause of the reported issue could not be conclusively determined.